Manufacturer narrative:
The malfunctioning leads remain implanted as the physician did not feel comfortable with further invasive measures in order to explant them. There are no reports of migration or lead fracture. Unable to fully determine the cause of the impedance issue due to the leads being unavailable for inspection and testing.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat leg pain. In (B)(6) 2023 a surgical revision was performed to place a new implantable pulse generator (ipg) in a more optimal location due to ongoing communication issues between the ipg and the external therapy discs (see MDR 3015425075-2023-00226). Patient subseqently reported loss of pain relief therapy, and during a reprogramming session in (B)(6) 2023 the implanted leads were discovered to have impedance issues on both leads. Additional surgical intervention was performed on (B)(6) 2023. During the procedure the ipg and both leads were tested and found the ipg to be functioning as expected and both leads to be the source of the impedance issues. Due to potential damage of the components during the procedure and testing, a new ipg and two new leads were implanted. Intra-op testing returned good results.